Event description:
It was reported by a relative of the pt, that the device stopped delivering a solution of glucose. The pt, a child, allegedly collapsed due to hypoglycemia. It was reported that the relative, the primary care-giver, was present to lend immediate aid, thereby preventing any further consequence. The pt recovered with no permanent medical sequelae.